Event description:
Event description this MDR is being created because of reliability assurance testing. Analysis identified premature battery depletion. There are no clinical allegations against device performance.